Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's vessels has severe aortic neck angulation, 90 degrees. It was reported approximately 58 months post stent graft implantation the CT demonstrated that the stent graft has migrated with a type I endoleak. It was reported that the stent graft migration was due to the aortic neck angulation. The physician elected to treat the patient with three aortic cuffs. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Evaluation: results: (migration, endoleak). (90 degree aortic neck angulation). Evaluation: conclusions: (90 degree aortic neck angulation. Secondary intervention.